Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent undersensing. It was further reported that the icm was move sensitive. The icm remains in use. No patient complications have been reported as a result of this event.